Event description:
Patient brought into operating room, put under anesthesia, prep was done and the cryo machine computer failed to boot up. After several attempts to re-boot the computer to the cryo machine, the procedure was cancelled, the patient awakened and taken to recovery. This was a piece of equipment which is brought into our facility by an outside vendor for these cases. We have spoken to our clinical engineering department and we have no involvement with the machine. Our ce department does do an electrical safety check prior to every procedure to verify power is to any needed equipment. Our facility does not currently maintain any comparable products to this equipment so there were no other machines available for back-up. The outside tech is solely responsible for the operational side of equipment use throughout the entire procedure. No injury to patient, just the hassle of rescheduling and the need to be placed under anesthesia an additional time.